Event description:
On september 27, 2007, the lay-user/patient contacted lifescan alleging that he had an issue with 5 vials of one touch ultra test strips. Test strip lot #'s 2740268 & 2748901 were reported by the patient. The patient described the one touch ultra test strips as having a film of plastic that was around the area where he applies his blood. The patient indicated that the alleged test strip issue started over a month ago or possibly some time in a month earlier. The patient did not take any actions related to diabetes management as a result of the alleged issue. On eight days prior to original date, at around 7:00 pm, the patient said that he had to call for an ambulance, because his blood glucose was getting low. However, the patient did not report any actual symptoms of low blood glucose. It is also not clear as to when the patient started feeling low. The paramedics tested the patient's blood glucose with an emt meter and obtained a result of "35 mg/dl." The patient was treated with IV glucose. It would have been helpful to know the following information: the patient's testing frequency, his normal/expected blood glucose levels, his medication and diabetes management regimens, and if the patient made any changes to the regimens, because of the alleged issue. In addition, it would have been helpful to know if the patient was able to test his blood glucose with the reported meter or another device before and during the time of concern, what symptoms, if any, he had during the event, if he was hospitalized, and when the patient was last able to test with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed he obtained a blood glucose result of less than "40 mg/dl" and received medical treatment for hypoglycemia from paramedics after the alleged test strip issue started. It is not clear as to whether the patient was able to test his blood glucose with the reported test strips or any other strips and devices before and during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them, if either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Two reported test strip lot #'s: 2740268 and 2748901.